Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right atrial (ra) lead undersensing during an atrial tachycardia/atrial fibrillation (at/af) episode. It was also noted that patient may have received a shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). Follow up yielded no information. The lead and device remain in use. No further patient complications have been reported as a result of this event.